Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. Slight evidence of tissue and char build up was observed at the bipolar and blade. The device was evaluated for mechanical function. The toggle was able to fully extend and retract the blade with no observed difficulty. The device was evaluated for cautery function. The device was able to transect reference vessel five times with no observed difficulty. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failures in our testing. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro did not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Part of complaints (B)(4).

Manufacturer narrative:
Feb. 09, 2016 10:31 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro did not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4).